Manufacturer narrative:
According to the importer's evaluation, the cap were loosen due to the impact made by other equipment.

Event description:
This MDR is being reported at this time as part of an internal review of past complaints. Due to the incident being in the past, the information that can be obtained from the initial reporter is limited. On april 23, 2015, dai-ichi shomei received information that during a procedure, the arm cover of the surgical light fell. Before the event, other equipment hit the arm cover, causing it to become loose and later fall.